Event description:
A (B)(6) male patient called zoll customer support to report that the response buttons on his monitor were not working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation the rear response button was intermittent. The cause for the intermittent response button was a defective rear response button cable. The conductive material on the cable had cracked, causing the intermittency. The root cause for cracked conductive material was unable to be positively determined. No adverse event resulted from the defective response button cable. The patient received a replacement monitor.